Event description:
Follow-up revealed surgical intervention was undertaken to explant and replace the lead which resolved the issue. Additionally, it was noted intra-op the patient's lead was fractured at the anchor site and diagnostic testing identified high impedance measurements.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient ((B)(6)) is a participant in a clinical study ((B)(4)). It was reported the patient lost stimulation. Lead diagnostic testing revealed invalid impedance measurements. X-rays identified no anomalies. In turn, the patient may undergo surgical intervention at a later date.